Manufacturer narrative:
The investigation has determined that a lower than expected vitros intact pth (ipth) result was obtained from a single patient sample when tested using vitros ipth lot 1621 on a vitros 5600 integrated system. The result was lower when compared to a vitros ipth lot 1605 result for the same patient sample. A definitive assignable cause could not be determined. As vitros ipth lot 1621 was a new reagent for the customer at the time of the event, there was limited qc data to evaluate its performance. The vitros ipth lot 1621 results from vitros ipth control testing were acceptable. However, the biorad qc results that were available from testing on the date of the event demonstrated unacceptable accuracy. Continual tracking and trending indicates a possible performance issue with vitros ipth reagent lot 1621. Ortho has initiated an investigation for lower than expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. A vitros ipth lot 1621 reagent issue cannot be ruled out as a contributor to the event improper storage of the patient sample between testing events is an unlikely contributor to the event, as the customer stored the patient sample in a refrigerator as per the vitros ipth instructions for use. There was no evidence to suggest an instrument malfunction. However, within run precision testing was not processed on the vitros 5600 system, therefore an instrument related issue cannot be entirely ruled out. Email address for contact office above is (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected vitros intact pth (ipth) result was obtained from a single patient sample when tested using vitros ipth lot 1621 on a vitros 5600 integrated system. The result was lower when compared to a vitros ipth lot 1605 result for the same patient sample. Patient 1, vitros ipth lot 1621 result of 61.41 pg/ml versus the vitros ipth lot 1605 result of 90.76 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros ipth result was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Event description:
This supplemental MDR was created to update the root cause of the lower than expected vitros ipth results. In addition, the ipth issue was reported as a class ii recall and a communication was sent to customers. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
This supplemental MDR was created to update the root cause for the lower than expected vitros ipth results. Ortho's investigation has identified the root cause of this issue stems from a raw material used in the affected lots. A communication (cl2022-275) was sent on 17 november 2022 to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots (1610, 1621, 1630, 1640, 1645, 1650, 1670), customers may experience an average negative bias of approximately -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.